Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the lens optic torn. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -10.5 diopter, in the patients right eye (od) on (B)(6) 2019. The lens was explanted due to size and the lens was bowing in the eye. The lens was not exchanged for another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.